Manufacturer narrative:
(B)(4). Date sent: 5/28/2024. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is the current patient status known?? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The procedure should be thoracoscopic lobectomy.

Event description:
It was reported that during an unk procedure, after fired, the staple line did not close properly, resulting in the cutting of approximately half of the lung tissue. The surgical team promptly clamped the lung tissue, replaced the stapler with another device. Additionally, they used sutures to reinforce the blood vessels and tissue at the incision site. The subsequent surgery proceeded smoothly, and the patient safely returned to the ward.